Manufacturer narrative:
Analysis of the clamp 9734716 spinous process short (unknown serial/lot #) found physical damage and missing pieces. The retainer ring had been pulled and is missing from both clamps. As is, the adjustment screw was able to close the clamp but was not able to release it. Product event summary #short clamps broken product analysis #(B)(4): mnav findings and conclusions: the retainer ring has been pulled and is missing from both clamps. As is, the adjustment screw is able to close the clamp but is not able to release it. Mnav methodology: functional testing;visual/physical examination; mnav detail: awaiting field response/info. Mnav usability: false; mnav able to duplicate the issue?: yes; mnav bai/oobf?: false; mnav failure mode: physical damage; mnav failure mechanism: pieces missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had two short clamps that were broken. No patient present.